Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) reported that they began to use the system due to frequent urination urgency incontinence on (B)(6) 2016. The parameters was about 3 but it still didn't work. It was reported that the physician suggested to do surgery again and by operation test, they could find the cause to be the stimulus or electrode. When asked if there was more than 50% of the symptoms reduced, it was noted to be no. Components involved with the issue was reported to be the implantable pulse generator (ipg). The cause and troubleshooting performed was reported to be unknown. There was a report that the effect was not well after surgery. No further complications were reported/anticipated. Additional information received reported that it was unknown when the event occurred. The device was implanted on (B)(6) 2016. It was unknown if the event had been resolved and the current status of the device remains unknown.